Event description:
On 31st march, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated the dust covers were no longer attached to the device and the safety element on the lamp body was defective. When the technician removed the cover for repair, it was noticed that the safety sleeve and cotter pin for fixing the lamp to the spring arm were damaged. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: nardini klinikum gmbh event site telephone:(B)(6). H3: device not returned to manufacturer.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The initial reporter was technologist in the house. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the dust covers were no longer attached to the device and the safety element on the lamp body was defective. When the technician removed the cover for repair, it was noticed that the safety sleeve and cotter pin for fixing the lamp to the spring arm were damaged. We decided to report the issue in abundance of caution as the issue can cause serious injury in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The possible root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file ((B)(4)) to include this dust cover fitting procedure in the technical documentations with all spring arms. By absence of photographic evidence, it is difficult to assess the damage caused to the sleeve and the segment. The segment must be replaced every 6 years as indicated in the instruction for use # 1581 and in the service bulletin sb98c. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).